Manufacturer narrative:
Reserve product inventory sample of the production lot in question was tested for crosslinking content residual. Three (3) samples from the same lot were analyzed. All samples met acceptance criteria.

Event description:
Patient complains of headaches. Csf analysis showed low glucose, high protein, high total nucleated cells, high eosinophils, normal white blood cell count.